Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: problem description(symptom): as reported by customer image is getting foggy. Action taken at site (diagnosis): checked the camera head no fogging issues found and focusing is working fine. Camera head is working fine. Final report: camera head is working fine no fogging issues found and it is under observation probable root cause: ¿ cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ fiber board ¿ intermittence between transition board and ch connector ¿ software ¿scope ¿light source ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) ¿ 1488 & 1588 extension cable ¿ intermittence while using rf devices (ex: valleylab) ¿ problem toggling light source or from camera head ¿ connected monitors ¿ leaking ¿ use error ¿ poor grounding (e.g. "Finger" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ manufacturing/ service nonconformity the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.